Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative annex a: a1006, a0401, a09, a1801, a040502, a070504, annex b: b01, annex c: c11, c02, c1604, c0503, annex d: d0302, d02, d08, d15, annex g: g02017, g02035, g02002. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported ¿burning smell¿ event is attributed to burned pins on the female iui connector. The likely cause of the connector housing melt damage, and the associated error codes are a thermal event resulting from a short circuit, triggered by liquid accumulation, contamination, residue buildup, and/or corrosion bridging the iui pins. The precise composition or origin of the residue could not be determined. The left suspect pcu iui connector was removed to conduct a resistance test on adjacent pins to determine if a short was present. An internal and external inspection of the pcu was performed, and it was observed that some pins of the female iui connector were burned. A digital multimeter (c15-3066) was used to measure resistance on each pin. When measuring between adjacent pins of the connector, an infinite ohm value (open circuit) was expected during testing. Every adjacent pin measured infinite resistance, indicating that there was no short circuit present. The suspect pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the suspect pcu, and no problems or anomalies were found related to the reported event. Between january 8 and january 27, 2026, the pcu s/n (B)(6) registered multiple malfunction events related to power and audio failures. On january 8 at 5:53 pm, a low backup voltage failure (error code 120.4410.0) was recorded. On january 27 between 5:26 pm and 5:29 pm, additional malfunctions occurred, including another low backup voltage failure (120.4410.0), two occurrences of main speaker failure (133.6090.0), and four occurrences of low 8v failure (120.4370.5). Earlier that day, at 4:17 pm, an infusion was programmed on pump module sn (B)(6) with a rate of 495.9 ml/h and a vtbi of 1000 ml; the pump module was removed at 5:26 pm after delivering a pvi of 446.09 ml. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had burning smell, system error message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had burning smell, system error message. There was no patient involvement.